Manufacturer narrative:
The cc has been updated to reflect updated product analysis information. After pre-dilating a 90% occluded lesion in the subclavian artery with severe calcification and tortuousity the physician advanced the sds towards the lesion, however, the stent could not cross through the lesion and it dislodged in the patient. The physician deployed the stent at the dislodged site located in a branch of the subclavian artery. An additional stent was not deployed to treat the target lesion. The patient was discharged from the hospital without adverse consequences. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. One non-sterile precise pro rx ous carotid system, 6f, 9mm x 30mm, 135 cm was received coiled inside in plastic bag. Unit was deployed. Body was compressed at 6.5cm and 137cm from ID band. No other damages could be observed. The outer length and outer diameter were measured and found within specification. Although the stent was not received; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.the exact cause of compressed condition could not be conclusively determined. During manufacturing process there are controls to detect these kinds of damages. The failure reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported 'deployment difficulty-inaccurate placement' could not be confirmed. The exact cause of the reported failure could not be conclusively determined; however it is likely procedural factors could contribute to the experienced failure. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. During sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received that films of the procedure are not available. The physician followed the IFU per the 'pin-and-pull' method. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Stent dislodged-in patient: the target lesion was a 90% occluded lesion in the subclavian artery with severe calcification and severe vessel tortuousity. The vessel diameter was about 6mm. The puncture access site was radial artery. The lesion was pre-dilated. During the advancement, the stent could not cross through the lesion and it was dislodged in patient, so the physician just deployed the stent in the dislodged site. The sds will be returned back for investigation. The stent was deployed in branches of the subclavian artery. Another stent was not deployed to treat the target lesion. The patient was discharged from the hospital without adverse consequences. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A cordis sheath introducer was used in the procedure. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. Delivery of the sds to the lesion was contralateral. There was no unusual force used at any time during the procedure. The contrast was mixed with saline. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The user maintained a fixed inner shaft position during deployment.

Manufacturer narrative:
After pre-dilating a 90% occluded lesion in the subclavian artery with severe calcification and tortuousity the physician advanced the sds towards the lesion, however, the stent could not cross through the lesion and it dislodged in the patient. The physician deployed the stent at the dislodged site located in a branch of the subclavian artery. An additional stent was not deployed to treat the target lesion. The patient was discharged from the hospital without adverse consequences. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. One non-sterile precise pro rx ous carotid system, 6f, 9mm x 30mm, 135 cm was received coiled inside in plastic bag. Unit was deployed. Body was compressed at 6.5cm and 137cm from ID band. No other damages could be observed. The outer length was measured and found within specification. Although the stent was not received; functional test (deployment process) was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of compressed condition could not be conclusively determined. During manufacturing process there are controls to detect these kinds of damages. The failure reported 'deployment difficulty' could not be confirmed. The exact cause of the reported failure could not be conclusively determined; however it is likely procedural factors could contribute to the experienced failure. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. During sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.